Manufacturer narrative:
Health effect impact code changed to f26 from f1904 as f1904 is no longer applicable to this report.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms. The p level of the pump was reduced to resolve the alarms. Next, an impella in aorta alarm was generated with reduced flows. The pump was repositioned using an echocardiogram but the alarm did not resolve. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Medical device problem codes a160105 and a150202 were removed, as they are no longer applicable to these report.